Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported they receive no delivery alarm, they have changed the tubing, site and battery but it has not fixed the problem. The customer blood glucose level at time of incident was 569 mg/dl, treated with manual injection. Customer was assisted with trouble shooting. The insulin did exit and pump did not alarm. The customers mother was advised to see if insulin drips from the tubing after a no delivery but to always call for assistance. Advised to save the plungers from the reservoirs. The pump will not return for analysis.